Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred by applying stress such as the following: ·physical stress such as rubbing or hitting insertion section ·chemical stress by conducting reprocessing not recommended in instructions for use (reprocessing manual) ·stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) The event may be prevented by following the instructions for use which state: "operation manual warns about applying external stress to insertion section as follows: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual warns about reprocessing not recommended in reprocessing manual as follows: precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Reprocessing manual warns about storage of endoscope in inferior environment as follows: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the bronchovideoscope was leaking during reprocessing. There were no reports of patient harm or impact associated with the event. The device was returned, and an evaluation revealed the coating of the connection tube was peeling off (greater than or equal to one millimeter square). This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation was confirmed. The evaluation revealed the following findings: due to a pinhole on bending section cover, water tightness was lost, due to wear of angle wire, bending angle in downward direction did not meet the standard value, light guide-cover glass was dirty, grip had a scratch, due to wear of angle wire, bending angle in upward direction did not meet the standard value, distal end had a dent, scope-connector had a scratch, air/water leakage from the insertion tube/bending section, bending section cover had cut, control unit had a scratch and scope-cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.